Event description:
Upon further query, the following information was received that indicated backflow. At an unspecified time, in the emergency room, the primary tubing set was being use to deliver d5.045ns, at a rate of 125ml/hr, via the patient's peripheral IV access device or via the patient's port-a-cath, via a sigma pump. After an unspecified length of time, an unspecified secondary tubing set was connected to the distal clave y-site of the primary tubing set for piggyback delivery of an unspecified concentration of levophed. At an unspecified time, the patient was transferred to the med-surg unit. The customer contact reported that 5 hours after the levophed delivery was complete, the secondary tubing set was disconnected from the clave y-site and the nurse checked for IV access patency by aspirating 2ml of blood. At this time, the nurse then connected a second secondary tubing set to the same clave y-site for piggyback delivery of meropenem 500mg/100ml, at a rate of 200ml/hr, for a duration of 30min, and the delivery was started. It was reported that the primary solution container was hung lower than the secondary solution container. After an unspecified length of time, the nurse reported that the drip chamber of the secondary tubing set was noted to be running as a steady stream. It was reported that the nurse thought this was due to a pump error; therefore, the pump was replaced and the therapy was resumed. At an unspecified time after the meropenem delivery was complete, an unspecified secondary tubing set was used via the same clave y-site of the primary tubing set for piggyback delivery of tylenol 100ml, for a duration of 30 minutes, and the delivery was started. At this time, it was reported that the nurse noted that the drip chamber of the secondary tubing set was a steady stream, dumping in. The nurse checked the pump and found the settings had not changed from the programmed rate of 200ml/hr. It was reported that the nurse stopped the tylenol delivery and clamped the secondary tubing set. At this time, it was reported that the nurse noted that only a few drops of solution remained in the bottom of the drip chamber of the secondary tubing set. Nurse checked the IV lines and connections. It was reported that nurse checked the settings with the charge nurse. At this time, the nurse visually examined the primary tubing set and noted that the backcheck valve of the primary tubing set was missing. The physician was notified; however, no medical interventions were required. It was reported that the labs indicated that the patient was improving. The customer verified there were no adverse patient effects and no delay of therapy critical to this patient. During testing at the user facility, the pump passed testing. No additional information was provided.

Manufacturer narrative:
One used primary tubing set and one used secondary tubing set were received and evaluated. Visual inspection of the sample revealed that the primary tubing set was missing the backcheck valve and the distal tubing from the valve to the integral clave. The probable cause was that during the assembly process of the tubing set, the component was not assembled correctly. This report represents all the information known by the reporter upon query by hospira personnel.